Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13167. It was reported the pt was experiencing intermittent pain at her ipg and lead site. Reprogramming identified two contacts had low impedances. A sjm rep met with the pt on (B)(6) 2013 and diagnostic testing showed all contacts had ok impedances. The pt stated she was still experiencing discomfort at the ipg site. Additional follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.